Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implanted device exhibited shorter than expected longevity estimate due to a programmer software estimator error. The issue was confirmed with review of the save to disk (std) file from technical services. The programmer remains in use. No patient complications have been reported as a result of this event.